Event description:
It was reported that right hip revision surgery was performed. Pain, limited range of motion, clunking and locking of hip reported. Cobalt level of 10.9 and chromium 19.8 (units of measure unknown).

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, limited range of motion, clunking and locking of hip. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records for the bhr cup were reviewed. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of manufacturing records for bhr head confirmed all released devices met specifications applicable at the time of production, the full supporting documentation for the casting goods inwards inspection could not be located. However, all supporting documents confirm that this was an acceptable product when released. The missing documentation has been addressed through a non-conformance report. The available medical documents were reviewed. This is a us legal case that reports two years post implantation, this fifty-nine year old female underwent a bhr due to pain of the right hip and elevated metal ion levels. In the revision surgery the s&n components were removed, and a total hip replacement was performed using components from another implant manufacturer. The tissues in the area was found to be stained with metal and a cloudy fluid was present, consist with a metal reaction. There was extensive metallosis around the acetabulum. Once the interface between the prosthesis and bone was disrupted the cup was removed without bone loss. There was extensive osteolytic metallosis in the pelvis including and a defect in the medial wall from the medialization of the resurfacing component. The metal stained membrane was carefully debrided and sent to the lab. This was augmented with 4 acetabular bone screws due to the poor bone quality and bone stock. The reported intra-operative findings are consistent with an adverse reaction to metal debris with metal on metal components. However, without the pathology report, images, the explanted device and metal ion levels units of measure, the root cause cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.